Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead was not capturing and threshold measurements could not be obtained. A revision procedure was performed. Upon opening the pocket; it was noted that the helix of the lead had moved and was 'crushed' into the heart wall. The helix was gently pulled back and the lead was successfully repositioned with normal measurements. The lead remains implanted. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular defibrillation lead was successfully repositioned and remains implanted. No further information is available; therefore, this investigation is closed. Should additional information become available, this report will be updated.